Manufacturer narrative:
The issue was surgically corrected and was determined not to be caused by the tah-t. There was no device malfunction, and the tah-t performed as intended. There was no permanent impact on the pt. The clinical monitor further reported that the pt is still in the hospital and progressing toward a heart transplant. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
During a clinical monitoring visit in 2009, a syncardia clinical monitor became aware that a pt, implanted with the cardiowest temporary total artificial heart (tah-t) in 2008, experienced a procedure management-related adverse event twelve days later. The pt developed a significant right cerebellar intracranial hemorrhage (non-device related), requiring surgical intervention (a posterior fossa craniectomy with intracerebellar hematoma evacuation). During the operation, the pt was placed in a prone position, which resulted in decreased cardiac output. During the next 24 hours, the pt exhibited a mismatch between the right and left ventricles of the tah-t, suggestive of occlusion of blood inflow of the left ventricle. The pt was taken to the operating room and placed on cardiopulmonary bypass. The tah-t was disconnected. No evidence of thrombus was found. However, the left atrial appendage was inverted into the left atrium, causing obstruction of blood to the device. The left atrial appendage was removed from the atrium and ligated with suture to the outside of the left atrium.